Event description:
Note: the date of the event is unk. It was reported to boston scientific corp that within a month of placing a corflo cubby dual port gastrostomy balloon, the balloon burst. According to the complainant, the device was replaced with a different, unk device. There were no pt complications reported as a result of this of the reported malfunction. At the conclusion of the procedure, the pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.